Event description:
On (B)(6) 2011 product capped due to advisory/recall. Physician elected to cap rv lead due to high rate of failure in 6945. (B)(6) hospital of (B)(6). (B)(6) md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).